Event description:
It was reported to boston scientific corporation that a precision twist transvaginal anchor system was implanted during a procedure on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced pain and permanent bodily injury, and will likely undergo corrective surgery (specifics unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.